Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing impedances out of range. The ra lead was found visually and electrically fracture where crossing between the clavicle and first rib. This ra lead was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead returned in two segments, severed ~72 mm from the terminal end. The insulation was separated from the tip anode ring distal side, the cathode coil is extremely stretched at this location. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 309-319mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with a clavicle/first rib damage. The outer coil is separated, and the inner insulation is also torn at this location. Analysis concluded that the clinical observations of high pacing impedances out of range were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing impedances out of range. The ra lead was found visually and electrically fracture where crossing between the clavicle and first rib. This ra lead was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing impedances out of range. This ra lead was replaced with a new lead. No additional adverse patient effects were reported.